Event description:
It was reported via legal documentation that approximately 79 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, tightness, a "pinching sensation", a "pulling sensation", infection, instability, limited range of motion, and loss of mobility. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2024-01437 concomitant devices: (B)(6) 204-04-45 - trapezoid tibial tray sz 4f/5t, (1662837) 200-02-38 - three peg patella 38mm, (B)(6). 234-02-04 - optetrak asy,ps cemented femoral, sz 4,, (9w034)203-96-02 - (11-2324). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01437. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, infection and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.